Event description:
The facility reported that the resident was found in a supine position on the floor. Personnel stated that the resident had slipped from the sling during a two-person transfer from bed to wheelchair and fell to the floor. The resident was assessed and then manually transferred back to bed. Ems was called and the resident was transported to the ER for an eval and treatment. The resident sustained a laceration and hematoma to the back of the head and was treated with an unknown number of sutures.